Manufacturer narrative:
Additional concomitant medical products: 394931 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that low impedance was observed on the right atrial (ra) and right ventricular (rv) lead with polarity switches occurring on both. Insulation degradation was suspected to be the cause. Undersensing was also noted on the ra lead. Both leads remain in use and revision of leads is to be scheduled. No patient complications have been reported as a result of this event.